Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, an increase in capture thresholds was observed on the right ventricular lead; x-ray imaging was normal. The lead was explanted and replaced. No patient symptoms.